Event description:
During a laparoscopic nissen fundoplication after four hrs in a difficult case with a large pt, the lor12 paddle was observed to be flat. When more saline was instilled into the instrument, it was observed the paddle had separated from the shaft and fell into the pt. The paddle was retrieved without incident. Another lor12 was used to complete the case. There was no consequence to the pt. Clinical follow up: 2/4/97 1600 surgeon returned the call and stated the device came apart and the fan portion fell into the pt. He was able to recover that portion from within the pt and a second device was opened to complete the case. He said there was no sound or tactile feeling when the device came apart. He stated there was no consequence to the pt.

Manufacturer narrative:
D5,6;h4: info unavailable, device returned with no lot or batch ID. Visual inspections & results: bullet tip condition; na. Desufflation lever condition, and inner gasket condition; conforming. Obturator condition; na. Outer gasket condition; not conforming. Reset button condition; na. Sleeve condition; conforming. Stopcock condition; closed. Trocar condition; na. Functional tests & results: flapper door functional; conforming. Lockout functional; na. Analysis conclusion: based on the visual examination it was confirmed the outer gasket was torn. No conclusion could be reached as to how the outer gasket became torn.